Manufacturer narrative:
Product evaluation: analysis results are not available; device not returned for evaluation. Note: the customer indicated that they used an m5 handpiece; this handpiece has a top speed of 30,000 rpm, however, this product has a maximum recommended speed of 12,000 rpm. The IFU contains warnings that excessive pressure applied to bur may cause damage, bending or prying may break the blade or bur, and, do not use burs above the speed indicated on the bur label. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that while using an m5 microdebrider to run a 70-degree 4mm hs diamond head bur during a procedure, the bur ov erheated; the shaft "was parted" (broken) internally and the bur stopped spinning. There was no reported patient impact.